Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the unit and confirmed the reported complaint. A fix was proposed to the customer for replacement of the ventilator unit.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit alarmed, notifying the user that only manual mode of ventilation was available. There was no report of patient involvement.

Manufacturer narrative:
The initial MDR was sent in under the incorrect manufacturing site and, therefore, the manufacturing report number 2112667- 2016-00676 was incorrect. The correct manufacturing report number for this event is 9610105-2016-00074 and was sent on 11/18/16.